Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone13.2. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided.